Event description:
It was reported that there was a power surge to the tip of the wand that caused more tissue removal than intended which resulted in bleeding.

Manufacturer narrative:
The device, used in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with discoloration on the electrodes and scratch/scuff marks on the return electrode and spacer. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned wand was activated in saline solution using a known good controller and the ablate and coag functions performed as intended. The suction and the cut saline line was tested and performed as intended. At no time during functional evaluation there was unintended activation or a power surge to the tip. The complaint was not verified as the returned device performed as intended. The root cause could not be determined with confidence as several factors could contribute to the reported event. If a wireless foot control was used it is possible that more than one wireless foot control assembly in the general vicinity could have the same frequency; therefore, inadvertently allowing activation. Also, having the coblate set at max settings, or it is possible that the tip of the wand made contact with a metal object such as a mouth guard that could cause this type of reported failure. Factors unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller or the foot control which were not returned for evaluation. There were no indications to suggest the device did not meet product specifications upon release into distribution.